Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode the customer stated that there was no patient involvement. This file showed the following qn#(B)(4) in the service history as part of the notification description. The following is the reason given for the closing of the file: reported channel error was duplicated in the lab. Investigation summary indicates an imbalance voltage on the force sensor bridge and a rail output on the force sensor out was the root cause of channel error 352.6700. Spm plunger head board assemblies were removed and spm modules were sent to service for force sensor replacement. No other problems or errors were observed during investigation. Investigation confirmed the reported issue and the cause was determined to be from imbalance voltage on the force sensor bridge and a rail output on the force sensor this customer feedback was deemed appropriate for repair and replacement through the alaris service department. It was reported that there was no patient compromise with this unit. The customer will receive a replacement of the product, no further communication is required. This reported information will be added to the database for tracking and trending purposes. This file is closed.

Event description:
(B)(4). File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi (B)(4). This file contained documentation of product deficiency allegations, per swi (B)(4) and swi (B)(4), and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi (B)(4) and swi (B)(4), which required a level 2 customer advocacy quality review, also per swi (B)(4).